Event description:
It was reported that when the device was used during a hemorrhoidectomy, device fired but placed the staples only for half of the circumference. The suture was completed by hand to complete the case. There was no further consequence to the pt.